Event description:
The event is reported as: the et tube cuff was placed in a pt and when the procedure was over, the anesthesiologist deflated the cuff and removed the tube from the pt, the cuff had never deflated. No reported pt injury.

Manufacturer narrative:
Sample received by MFR but investigation is incomplete at this time. No lot # available.